Event description:
It was reported that foreign matter occurred with a ser plastipak 1ml13x3,8val tub e.pub. The following information was provided by the initial reporter, "I received a one ml syringe with a needle that had a problem with the tip of the needle. The needle has two ends, double and stuck together notes . Great risk of accidental puncturing."

Manufacturer narrative:
DHR was performed, neither quality notification or maintenance were found related with this failure about the needle assembly and packing machine. Pictures and sample of the product complaint were sent by the customer, making an investigation possible. The defect was confirmed. The double needle occurred due to one needle twined over the guide plate. This process variation was corrected by maintenance.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a ser plastipak 1ml13x3,8val tub e.pub. The following information was provided by the initial reporter, "I received a one ml syringe with a needle that had a problem with the tip of the needle. The needle has two ends, double and stuck together notes . Great risk of accidental puncturing."